Event description:
It was reported that the device showed syringe plunger not in place error. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Check syringe plunger error and travel reverse/coarse error were found in the device history log. Visual and functional tests were performed. The customer's problem was duplicated. The cause of the issue was a defective plunger printed circuit board (pcb) and a bad clutch. It was also found that the motor was failing. The plunger pcb, clutch set and motor were replaced to fix the issue.